Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the rubber encasing of the patient cable was found to be loose at the edc service center. Contamination was found on the battery connector.

Manufacturer narrative:
H8 - usage of device: correction manufacturer's investigation conclusion: the reported event of damage to the mobile power unit (mpu) was confirmed. The mpu (serial number: (B)(6) was returned for analysis to the european distribution center (edc) and was evaluated and tested on 24feb2025. Upon initial observation, the rubber encasing of the patient cable was found to be loose. The mpu was powered on and booted up as intended. The unit was functionally tested and passed all testing. The patient cable, battery holder, and battery strap were replaced, old labels were cleaned and removed, and preventive maintenance was performed. A root cause for the reported event was unable to be conclusively determined through this analysis. Incidental findings: damaged battery strap. The device history records were reviewed for the mobile power unit (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.